Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawer 2 was not opening. The customer stated that they were unable to access the medication from the affected drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed to open. A field service engineer (fse) replaced the module controller board and removed faulty cubies. The debris was cleared and cubex was contacted to reassign the drawer, and the system was successfully restored to operational status. The system functioned as intended after the field service engineer repaired the device.